Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4).  Physio-control was provided with the electronic records from the customer's device for analysis.  Physio reviewed those records and verified that the customer's device had logged an event code in its memory that is related to a potential failure of the device to deliver defibrillation energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not shock a patient when prompted.  The customer advised that medical personnel had provided the patient, who was in ventricular fibrillation (vf), with two (2) successful shocks.  However, when they charged the device for shock attempt number three (3) a service indicator appeared and the shock was not delivered. Approximately five minutes later, medical personnel charged the defibrillator and successfully delivered shock number three (3) to the patient.  The customer advised that a backup device was available during the event, however it was not used. The patient, an (B)(6) male, did not survive the event.  No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue intermittently.  Physio observed that the reported event code was logged in the device's memory following a failure to deliver defibrillation energy during the reported event.  Physio found that the device would charge ok, but when the shock button was pressed (in order to deliver the energy) the device would intermittently disarm the defibrillator shock and dump the energy charge internally.  Physio determined that the cause of the reported issue was that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue intermittently.  Physio observed that the reported event code was logged in the device's memory following a failure to deliver defibrillation energy during the reported event.  Physio found that the device would charge ok, but when the shock button was pressed (in order to deliver the energy) the device would intermittently disarm the defibrillator shock and dump the energy charge internally.  Physio determined that the cause of the reported issue was that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance. The customer was provided with a replacement device. Medwatch report 001 should have indicated: physio-control evaluated the customer's device and verified the reported issue intermittently.  Physio observed that the reported event code was logged in the device's memory following a failure to deliver defibrillation energy during the reported event.  Physio found that the device would charge ok, but when the shock button was pressed (in order to deliver the energy) the device would intermittently disarm the defibrillator shock and dump the energy charge internally.  Physio then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.